Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 372mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer would perform their own troubleshooting prior to contacting tandem technical support (cts) and stated the cartridge and infusion tubing did not have blockages. The customer performed infusion set changes to address the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to verify a possible cause of the occlusions.